Event description:
During an ablation procedure, the patient was on the table however the generator would not start, and the procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
During investigation, when the generator was powered on, it failed to initialize and the screen remained black on boot up which confirmed the field reported event. The voltage of the cmos (complementary metal-oxide semiconductor) battery was tested with a fluke scopemeter and found to be depleted. Replacing the upper assembly resolved the issue.